Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a vagnoplasty, the electrode had caused patient's surgical site in a minor burn. The patient was d iagnosed with first degree burn on the left side vaginal canal with a size of 10millimeter by 3millimeter. A new electrode was used to complete the procedure. A picture provided that insulation of the electrode had a small hole. Patient is now currently at home recovering. No further information available at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection showed that the blue sleeve had a hole and several scratch marks, indicating mechanical damage. Inspection found the blue heat shrink was scratched, and the device failed hi-pot testing at the damage site. The damage to the electrode indicates the user mishandled the electrodes. It also may have been cleaned with an abrasive material. This cleaning method would also contribute to the insulator disengaging. The investigation identified the root cause of the reported event to be attributed to user handling damage. The instructions for use (IFU) states: the electrode has a coating to reduce sticking of eschar. Cleaning the electrode with a scratch pad or other abrasive object, scraping with a sharp object or bending beyond 90 degrees may damage the electrode. If the electrode is damaged, discard it. If information is provided in the future, a supplemental report will be issued.